Manufacturer narrative:
E1: initial reporter state: (B)(6). Correction: h6: evaluation method code: from: adverse event related to procedure. To: adverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. A rotablation was performed on a severely calcified left anterior descending artery (lad), with a bifurcation stenting to the lad and 1st diagonal artery (d1). Rotablation was performed successfully using a rotapro 1.5mm over a rotawire floppy. A 2.75 x 28 synergy stent was deployed in the mid lad. The d1 artery was wired. A 2.50mm x 20mm nc emerge balloon was advanced to the calcified 1st diagonal artery, and inflated multiple times. On the third inflation, the balloon burst at 14 atmospheres (atm). The balloon was removed under negative pressure. No complications were visualized. To complete the procedure, a 2.5 x 32 synergy stent was deployed in the d1 and a 3.0 x 24 synergy stent was deployed in the proximal lad. A kissing balloon technique was performed to optimize the stents with a great result. The case was completed. No patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A rotablation was performed on the 80% stenosed mildly tortuous and severely calcified left anterior descending artery (lad), with a bifurcation stenting to the lad and 1st diagonal artery (d1). Rotablation was performed successfully using a rotapro 1.5mm over a rotawire floppy. A 2.75 x 28 synergy stent was deployed in the mid lad. The d1 artery was wired. A 2.50mm x 20mm nc emerge balloon was advanced to the calcified 1st diagonal artery, and inflated multiple times. On the third inflation, the balloon burst at 14 atmospheres (atm). The balloon was removed under negative pressure. No complications were visualized. To complete the procedure, a 2.5 x 32 synergy stent was deployed in the d1 and a 3.0 x 24 synergy stent was deployed in the proximal lad. A kissing balloon technique was performed to optimize the stents with a great result. The case was completed. No patient complications were reported in relation to this event.